Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned device was thoroughly inspected and analyzed. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient recently underwent a system upgrade from a dual chamber pacemaker to a cardiac resynchronization therapy pacemaker (crt-p) device. The physician reported that prior to the upgrade, the previously-implanted pacemaker was programmed with the atrial pacing preference (app) feature turned on. It was noted that with this setting, the patient was paced at 90 beats per minute (bpm) for a prolonged period of time, and an echocardiogram showed the patient's left ventricular ejection fraction (lvef) had decreased to 28 percent. The patient now receives lv pacing support with their newly-implanted crt-p device. There were no additional adverse patient effects reported.